Event description:
It was reported that heparin and blood leaked past the syringe 10ml ll w/ndl 21gx1in plunger during use and got onto the kidney dialysis machine and floor. The following information was provided by the initial reporter: "kidney dialysis unit uses syringes for heparin pump. Heparin leaked out and let the blood come down the line and mix with the heparin. The blood leaked out and was all over the machine and floor." "Reporter explained that the liquid is getting past the black stopper and leaking out of the back of the plunger area. She verified lot # and availability of samples."

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that heparin and blood leaked past the syringe 10ml ll w/ndl 21gx1in plunger during use and got onto the kidney dialysis machine and floor. The following information was provided by the initial reporter: "kidney dialysis unit uses syringes for heparin pump. Heparin leaked out and let the blood come down the line and mix with the heparin. The blood leaked out and was all over the machine and floor." "Reporter explained that the liquid is getting past the black stopper and leaking out of the back of the plunger area. She verified lot # and availability of samples." D.1. Medical device brand name: syringe 10ml ll w/ndl 21gx1in. D.3. Medical device manufacturer: becton dickinson de mexico (cuautitlan). D.4. Medical device catalog#: 30964220. D.4. Medical device lot#: 0015631. D.4. Medical device expiration date: 1/31/2025. D.4. Unique identifier (UDI) #: (B)(4). D.10. Returned to manufacturer on: 8/24/2020. G.5. PMA / 510(k)#: na. H.4. Device manufacture date: 3/12/2020. H.6. Investigation: twenty eight samples received for investigation, visual inspection and leakage test was performed. There were no leakage problems in the 28 samples received, the visual and functional tests were satisfactory. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [0015631] was not found for the reported catalog # [309642]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that heparin and blood leaked past the syringe 10ml ll w/ndl 21x1 rb plunger during use and got onto the kidney dialysis machine and floor. The following information was provided by the initial reporter: "kidney dialysis unit uses syringes for heparin pump. Heparin leaked out and let the blood come down the line and mix with the heparin. The blood leaked out and was all over the machine and floor." "Reporter explained that the liquid is getting past the black stopper and leaking out of the back of the plunger area. She verified lot # and availability of samples."